Event description:
The pt had problems with the pump. The pt experienced withdrawals and chills and spent six months needing a "wastebasket" due to the symptoms. A myelogram showed they could not aspirate from the cap (catheter access port). There was pooling of morphine around the pump that was brown in color. The pt traveled from (B)(6) to (B)(6) to get the pump replaced.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
All previous patient and device codes have been updated.

Event description:
Additional information was received from the patient on (B)(6) 2016. The patient was receiving morphine (unknown dose and concentration) via an implantable pump for non-malignant pain. The patient was looking for a healthcare professional who was closer as the current managing doctor was 4h away. The patient mentioned that 7yr ago or so, she had an incidence once, the pump quit. The patient stated that the pump has always been loose, it "flipped and flipped and cut itself off" the managing doctor's office told the patient to go to the hospital, patient was given an intravenous (IV) and was stabilized. The pump was replaced on the following day